Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3889-28, lot # v062020, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the lead split and fractured. It was stated that the entire system was replaced. The patient reportedly was seen well over a year ago because it was not working. It was determined that ¿two of the leads were not functioning.¿ additional information was requested, but had not been received as of the date of this report.